Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was tilted and the patient had difficulty charging it. The patient underwent a revision procedure wherein the ipg was repositioned and replaced. The patient was doing well postoperatively and the explanted device was no returned. No device malfunction was suspected.